Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device(s) associated with this adverse outcome was/were returned from an unknown source greater than two years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Product ID (B)(4), implanted: (B)(6) 2009; product ID (B)(4), implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed and no anomalies were found, no issue was identified that required full analysis.

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacturer¿s database indicated the patient died approximately five months post implant of the ipg system approximately more than two years ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.